Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The base and caster was replaced, and the unit was returned to service.

Event description:
The hospital reported the wheel of the unit broke causing the unit to tilt during a case. The unit was held up until the case was completed. There was no report of patient injury.